Event description:
The user stated since 2009, they were having intermittent issues with results that are too low on the c501 analyzer for calcium, glucose, total protein and magnesium. The following day, they reported several erroneous total protein results. An example was provided of an initial total protein result around 0.7-0.6 g per dl. They had a physician call and question one of the results. They reran the samples and rec'd results of 6.6g per dl for example. The user provided actual results for seven pts for total protein only. All results are in g per dl. All repeat testing was performed the same day, on the other c501 at the site. Sample 1: original result was 0.70, repeat result was 7.1. Sample 2: original result was 0.73, repeat result was 7.4. Sample 3: original result was 0.61, repeat result was 6.3. Sample 4: original result was 0.49, repeat result was 4.8. Sample 5: original result was 0.59, repeat results was 6.2. Sample 6: original result was 0.76, repeat result was 7.7. Sample 7: original result was 0.60, repeat result was 5.8. The user also has no knowledge that any pt was adversely affected or that a pt was treated based on the results reported and is not able to find out any further info.

Manufacturer narrative:
The field service rep was not able to find a cause. He performed maintenance by inspecting all fluid levels, gauges, flowpaths and checking all syringes and probes on the sys for integrity. Controls were performed to verify the analyzer performance and were all acceptable to the user.